Manufacturer narrative:
The investigation into the pump stop issue has been completed since the initial report was submitted. The device was not returned for investigation. According to clinical details, the patient pulled the impella cord, causing the red handle to detach from the catheter. The cause of the pump stop issue was an open electrical line at red handle, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that the 62-year-old male patient pulled their impella cord during impella 5.5 support, which caused the red impella plug to detach from the catheter and wires. The pump subsequently stopped and the decision was made to remove the device. There was no patient harm as a result of the noted issue.